Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was "stuck". Valve was explanted and was replaced with another shunt. No additional information has been provided.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 4.the valve was visually inspected; no defects noted. The valve failed test for reflux and pressure. Valve passed the test for programming, flushing, and leaking. The root cause for the malfunctioning issue reported by the customer is due to biological debris and protein buildup found on the ruby ball on the flat spring of cam/ball arm assembly, the ruby ball was stuck to the flat spring of cam/ball arm assembly, this biological debris was stopping the ruby ball from being seated correctly.

Event description:
N/a.